Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.00/+2.0/087 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and lens rotation. The lens was repositioned on (B)(6) 2021 but the problem was not resolved so the lens was removed. The lens was replaced with a longer lens and the problem was resolved (the lens was implanted vertically). The cause of the event was unknown.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.00/+2.0/087 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and lens rotation. The lens was repositioned on (B)(6) 2021 but the problem was not resolved so the lens was removed. The lens was replaced with a longer lens and the problem was resolved (the lens was implanted vertically). The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).